Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets would not connect tightly to a non-baxter IV set; which resulted in a leak "around the insertion site". This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.